Event description:
History of vvi pacemaker 1981. Generator replacement 1988 and ddd. 7/30/96 generator reached end of service and replaced. Dizzy spells after. Holter monitoring showed frequent episodes of noncaptured ventricular pacing. Readmitted 8/9/96 taken to cath lab replaced ventricular lead because of age, although no documented problem. Connecting screw on generator would not tighten. "Most likely defective" per md and replaced.